Event description:
Reportable based upon analysis completed 09/21/2009. It was reported that during a percutaneous coronary intervention procedure, difficulty crossing the lesion occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending (lad). The physician could not cross the lesion with a 2.50x16mm taxus liberte stent due to severe calcification. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt condition listed as "good". However, device analysis revealed stent damage.

Manufacturer narrative:
Visual and microscopic examination identified distal stent damage. The stent struts on rows 1 and 2 were misaligned. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. The tip was slightly pinched. Solidified blood was present within the inflation lumen, indicating the device had been used in vivo. A visual and microscopic examination found that the hypotube had kinked where the catheter strain relief meets the hub. This type of damage is consistent with excessive force being applied to the delivery system. The balloon section was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel could not be inserted through the lumen due to the solidified blood present. The mfg batch record review confirmed that the device met all material, assembly, and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).